Event description:
It was reported that the pt's internal device is positioned close to the pinna, causing pain and sensitivity. The pt is also experiencing decrease in performance. Repositioning surgery is scheduled.